Event description:
Pump was reported to overinfuse. A 100ml bag of intergrilin was set to infuse at a rate of 15ml/hr. The nurse came into the room less than an hour after starting the pump to find more fluid had infused than intended. The nurse shut the pump off without removing the tubing to go and find another pump. When the nurse returned a short while later, the rest of the bag had infused, even with the pump shut off. There was no medical intervention that was needed and no patient injury resulted.